Event description:
Patient on continuous IV, intravenous, infusion at 100cc/hr via alaris pump. New 1000cc bag hung. Approximately one hour during routine check, nurse noted that approximately 900cc's of fluid had infused. Pump infusion rate was checked and verified as being set at 100cc/hr.